Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 27-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication. A field service engineer (fse) addressed the reported issue of drawer number three not opening during medication dispensing. The fse inspected the unit and identified that the communication bus cable was partially seated at the door board connection for the drawer. The fse properly reseated the cable connection, which resolved the issue and restored normal drawer operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 user was unable to issue medication due to matrix drawer failure. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.